Event description:
In 2007, I had atrial septal defect closure with an amplatzer device. In 2012, I learned that device created a small fistula on my aorta and there is communication between aorta and right atrium. In other words eroding my aorta. FDA released below article, I wanted to let you know that I am one of the cases: http://www.FDA.gov/medicaldevices/safety/alertsandnotices/ucm371145.htm. Doctors are recommending me to have an open heart surgery to take the device out.